Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) moves in the pocket when the patient moves their arms. Additionally, the patient reported that the electrode appeared to be moving out of position. Boston scientific technical services (ts) referred the patient to their physician. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.